Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/14/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a right sided atrial flutter procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation occurred. Upon receipt, the device was visually inspected and brim cap was received separated from the sheath introducer. Then per the reported event, the ring hub was observed under a microscope and there were no evidence of damage. In addition, the ring hub outer diameter was measured and it was found within specifications. Then a functional test was performed introducing a lab sample vessel dilator several times, and brim cap and gasket remain snapped. The same result was observed when a catheter was introduced through the sheath. A leak test was done however no leakage was observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a hemostasis valve separation was confirmed since the brim cap was received separated; however during the functional test no malfunction or leakage was observed. The root cause does not appear to be manufactured related.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter procedure with a preface guiding sheath with multipurpose curve and a hemostatic valve separation occurred. A backflow of blood was noticed from the preface sheath valve. The preface sheath was replaced and the issue was resolved. The procedure was completed with no patient consequence. Upon request additional information was received on the event that the valve actually broke off of the catheter, allowing bleed back. Therefore this event is indicative of a reportable event due to potential patient harm from the hemostatic valve separation from the preface sheath.